Manufacturer narrative:
Reference ID: (B)(4). The radiography 7300 c is a high-end digital system featuring a height-adjustable patient support table and a ceiling suspension with a movable tube and control handle. It includes a philips x-ray generator and a pixium 4343rce flat panel rad detector, forming the radiography image chain. The system also offers a portable wireless detector option, the skyplate family, for flexible exposures. Philips received a complaint on radiography 7300 c indicating that the detector was dropped and the customer wants to know if it is safe to use. The device was not in clinical use and there was no patient or user harm. The customer reported that the detector had been dropped from approximately 2 feet onto the tabletop and requested confirmation on whether it was safe to continue using the device. The remote service engineer (rse) provided remote support and guided the customer through performing skyplate large gain and pixel calibrations. Both calibrations were successfully completed, and no image artifacts were observed. The rse confirmed that the system is functioning normally and has been returned to full clinical use. The customer acknowledged taking responsibility for servicing the device. The customer was advised to contact philips for any future issues, at which point a new service order will be created. No further information will be obtained, as philips remote support for this event has been completed. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).

Event description:
It was reported that the detector was dropped and customer wants to know if it's safe to use. The device was not in clinical use and there was no patient or user harm.